Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was found with vesical catheter to 11 days, when trying to remove the catheter and deflate the cuff that was filled with 3ml of distilled water, it was not possible due to obstruction. An attempt was performed together with the responsible doctor. The doctor performed usg (ultrasound) where he observed the inflated balloon, called a urologist who performed a catheter cut and obtained cuff leakage and vesical catheter was removed. The cuff test was performed before the passage of the vesical catheter where it was intact. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no sample returned for investigation. Therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient was found with vesical catheter to 11 days, when trying to remove the catheter and deflate the cuff that was filled with 3ml of distilled water, it was not possible due to obstruction. An attempt was performed together with the responsible doctor. The doctor performed usg (ultrasound) where he observed the inflated balloon, called a urologist who performed a catheter cut and obtained cuff leakage and vesical catheter was removed. The cuff test was performed before the passage of the vesical catheter where it was intact. The patient's condition is unknown at this time.